Event description:
Procedure: colon related. Reportedly, after using the device, the jaws locked on tissue. The surgeon used another device to cut the tissue. The device and the cut tissue were removed from patient cavity and there was no report of patient injury.